Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health care professional from (B)(6) of peritonitis and vomiting in a patient coincident with dianeal pd2 therapy for continuous ambulatory peritoneal dialysis (capd). The action taken with dianeal therapy was ongoing. On (B)(6) 2012, the patient experienced vomiting and peritonitis manifest by cloudy effluent and abdominal pain. On (B)(6) 2012, the patient was hospitalized for the events. On an unreported date, remedial treatment was started with cefazolin and fortum. The health care professional stated that the water was not safe and that the well water needed to be boiled. On (B)(6) 2012, the patient was discharged from the hospital. On an unreported date, the patient recovered from the peritonitis. The outcome for the event of vomiting was not reported. Per the healthcare professional, the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the event of vomiting.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.